Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with follow-up information from a nurse of peritonitis coincident with peritoneal dialysis (pd) therapy. The patient contacted baxter homecare services and reported he was going to the emergence room for an unspecified reason. Follow-up information was received from a nurse on (B)(6) 2012. The patient experienced and was admitted to the hospital for peritonitis on (B)(6) 2012. Treatment consisted of ceftazidime intraperitoneally (ip) (dosing and frequency unreported). Dianeal therapy was discontinued while the patient was in the hospital on an unknown date and the patient was switched to hemodialysis. The patient was discharged from the hospital on (B)(6) 2012. The cause of the peritonitis was touch contamination. The patient was not retrained because he was switched to hemodialysis. The event was not related to dianeal solutions, a baxter device, or disposables.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This event involved a use error and there was no allegation of a product malfunction; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be conducted. This report of use error-breach in aseptic technique and peritonitis was confirmed, because it was reported by the nurse the cause was a touch contamination. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The assignable cause was undetermined.